Manufacturer narrative:
Other relevant device(s) are: mc1vr01-delsys. Return date: 30-aug-2019. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The lumen of the delivery system was damaged. The device cup of the delivery system was damaged. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The device cup edge is damaged. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: micra, mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4), device available for evaluation: yes, dev rtn to MFR? Yes, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 01-mar-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) high thresholds were noted on the first six positioning attempts. When removing the device for inspection it was not possible to return the ipg to the cup. The ipg and delivery system (ds) were removed and inspected and it was noted that the cup was dented. It was thought that during one recapturing attempt the cone was not fully extended causing the cup to be damaged. The device was replaced. No patient complications have been reported as a result of this event.